Event description:
The device involved in this MDR was implanted on (B)(6) 2009. The reporter was not satisfied with the pause criteria in safe-r mode during atrial arrhythmia: during an atrial arrhythmia, the device switches from aai to ddd on pause criteria only (episode dated (B)(6) 2010) inducing rate decreased down to 20mins-1 on one cardiac cycle. The physician would prefer the pause to be limited to 1 s in such conditions.

Manufacturer narrative:
(B)(4) 2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.